Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset pump with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.